Event description:
The patient reported not getting any therapy and an error code displaying on the device after leaving a store in 2007. The device was interrogated and a power on reset message appeared. The error message was cleared and the patient's therapy was restored. Additional information has been requested, but was not available on the date of this report.

Manufacturer narrative:
.